Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One osseotite® tapered certain® prevail® implant 4/3 x 15mm (item #xiitp4315) was received for investigation. Visual inspection of the as returned product identified minor signs of wear due to usage but no signs of significant damage or deformation. The product's dimensions were measured with digital calipers and found to be within the specifications in the product's engineering drawing. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. The following sections have been updated: g7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes".

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that the patient had infection and bone loss. As a result, the implant was removed from tooth site 4. The patient also experienced edema, abscess, inflammation and pain.